Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. A review of remote monitoring data indicated that there was noise and oversensing with another manufacturer's right atrial (ra) lead. There was also an increase in pacing impedance measurements to greater than 2,000 ohms. Additionally, the intrinsic p-wave sensing amplitude had low measurements. Boston scientific technical services (ts) discussed disabling the respiratory rate trend feature due to the interactions with the high impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the respiratory rate trend feature was turned off. It was then reported the atrial lead was functioning normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.